Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd phaseal¿ optima injector n35-o the connection was loose and separated. The following information was provided by the initial reporter: pt arrived with pump problem. Occlusion noted on cadd pump upon assessment. Bd phaseal n35 was noted on blinatumomab. The connectors were disconnected. Blue clamp was applied inverted causing error in pump. Blinatumumab was connected inpatient.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that while using bd phaseal¿ optima injector n35-o the connection was loose and separated. The following information was provided by the initial reporter: pt arrived with pump problem. Occlusion noted on cadd pump upon assessment. Bd phaseal n35 was noted on blinatumomab. The connectors were disconnected. Blue clamp was applied inverted causing error in pump. Blinatumumab was connected inpatient.